Event description:
A malfunction alarm was reported, but there were no adverse impacts on the customer's blood glucose level, which did not exceed 500 mg/dl. The customer contacted technical support, who provided assistance with resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue happens again. The customer acknowledged and understood these instructions.